Event description:
The report we received from the clinical study indicated that 33 months post implant, the cypher stent was found fractured. As indicated, the index procedure was an elective case; the target lesion extended from the mid to the distal left anterior descending artery (lad). The lesion was de novo, tubular, moderately calcified, bifurcated presenting 69.1% stenosis and timi ii flow. The lesion classification was type b2 with a reference diameter of 2.8mm and a lesion length of 18.56 mm. During the index procedure, radial approach was chosen. The lesion was pre-dilated to 14 atmospheres (atm). Then three cypher stents were implanted, starting from the most distal, a 2.5x23mm, a 3.0x28mm and a 3.5x18mm. The three stents were implanted at 16 atmospheres for 16-30 seconds, all three stents were deployed overlapping each other. Post-dilation was not conducted. Post procedure timi flow iii and the residual stenosis was 16.4%. During the same procedure, a lesion in the first diagonal artery was treated with angioplasty. The procedure was completed without any problems. Approximately, three years post-index procedure, a coronary angiogram was conducted and the 2.5x23mm stent was found fractured. Some struts were fractured at the flexed area; however, the stent itself was not separated; however, there was no treatment conducted. The vessel presented a 25% stenosis; however, the patient remained asymptomatic and will continue to be followed up. The physician indicated that the probable cause for the fracture was because the vessel had a curvature. During the period that the patient underwent the index procedure to the period in which the stent was found fractured, the patient underwent various cypher stenting procedures; however, there have not been any adverse events associated with those devices.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states. Please note that the product is not available for evaluation, as it remains implanted. Additional information will be submitted within 30 days upon receipt.